Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an uneventful pelvic floor repair procedure, approximately two weeks prior to the report date. Two surgeons performed the procedure together on this patient. Currently, the patient has a rectovaginal fistula. The physicians plan to see the patient in 2007 together to establish a course of recommended therapy. One of the surgeons stated, that he did not recognize any rectal injury at the time of surgery, while the other physician opines that is highly likely to be what occurred due to the very rapid appearance of the fistula.